Event description:
It was reported that the patient's log files were sent in for review.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files revealed persistent dclink_I flags associated with elevated lvad monitor current values. Based on previous complaint history, this finding appeared to be indicative of an issue with the internal current monitor circuit board on the pump; however, a specific root cause for this current monitoring issue could not be conclusively determined. This finding did not affect pump function. The controller event log file contained events from 15-sep-2023 06:06:47 through 19-sep-2023 04:14:23, per the timestamps. The file captured the pump operating at a fixed speed of 5300 revolutions per minute (rpm), with a low speed limit of 4900 rpm. Throughout the log file, motor power, estimated flow, and average pi typically ranged from 3.3 ¿ 3.7 watts (w), 3.9 - 4.6 lpm, and 2.5 ¿ 4.3. A single transient low flow fault was captured on 15-sep-2023 at 13:44:05, when the estimated flow decreased below the low flow threshold of 2.5 lpm, to 2.4 lpm. The fault did not last long enough (at least 10 seconds) to activate an audible low flow hazard alarm. The event resolved quickly with no further significant fluctuations in pump parameters observed. Additionally, persistent dclink_I left ventricular assist device (lvad) live info flags were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The controller periodic log file contained data from 08-sep-2023 17:42:35 through 19-sep-2023 08:41:13, per the timestamps. The data was captured at 1-hour intervals. Dclink_I lvad live info flags were captured throughout the file. These findings were consistent with the events from the controller event log file. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The lvad event log file contained events from 17-sep-2023 08:08:23 through 19-sep-2023 04:14:25, per the timestamps. Persistent dclink_I flags were captured throughout the entirety of the file, with lvad monitor current values ranging from 1430 ¿ 1520 milliamps (ma). These finding are consistent with a current sense monitoring issue. No other notable events were captured and the pump appeared to function as intended with stable temperature, calculated mean flow, rotor displacement, and rotor noise values. The lvad periodic log file contained data from 08-sep-2023 19:00:45 through 19-sep-2023 09:08:33, per the timestamps. Persistent dclink_I flags were captured throughout the entirety of the file, with lvad monitor current values ranging from 1430 ¿ 1510 ma, consistent with a current sense monitoring issue. No other notable events were captured, and the pump appeared to function as intended throughout the duration of the file. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarms, as well as the appropriate actions associated with each condition. Furthermore, the patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.